Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. The magnet was removed from cable track to allow detector to freely pass by to complete 3d spin. System was tested after that and passed all testing, system behaving as designed. No parts were ordered or replaced. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the site was unable to complete the 3d spin. It stops about 3/4ths the way through the spin. There was no impact on patient outcome.